Event description:
The customer stated that the insulin pump alarmed during a prime attempt. Troubleshooting was performed, and the customer could not clear the alarm or rewind the insulin pump. The customer stated that the insulin pump has a blank display and a constant tone that doesn't clear. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No constant tone alarm was noted. Unable to verify any alarms or the rewind anomaly due to the blank display.